Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 210 mg/dl. The customer¿s blood glucose level was 189 mg/dl at the time of the incident. The customer¿s symptoms were tingling in feet, whole body had burning feelings, could not walk or breather, and pain in the head and back. The healthcare provider also noted the cause of hospitalization was a germ virus. Customer was treated by ems and was taken to the hospital customer was not wearing the device while hospitalized. Customer stated they were waiting to receive supplies because the device, nor the back up plans were helping lower the high blood glucose levels. Customer never received the supplied and ended up having to seek hospitalization. Customer stated they were off the insulin pump for about 4-5 days. No troubleshooting was performed. Customer was advised a replacement insulin pump would be sent out. The insulin pump will not be returned for analysis.